Manufacturer narrative:
Additional information was received on 12/14/2020, 12/11/2020, the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab 12/22/2020. Device evaluation summary: according to the information reported, the patient developed capsular contracture. During the visual evaluation of the device, an area of missing material was observed on the posterior view, measuring approximately 5.0 cm x 1.5 cm. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Also on 1/7/2021, mentor became aware that the legal manufacturer address information was submitted incorrectly in the initial report. The relevant fields have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision surgery with a female patient who underwent breast augmentation revision surgery with a 300cc mentor smooth round moderate plus profile saline breast implant experienced left sided capsular contracture baker grade IV post procedure. As a result, patient underwent bilateral removal and replacement with two 475cc mentor smooth high profile breast implants on (B)(6) 2020.